Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement and spinal cord stimulation (scs) lead revision procedure due to an unknown reason. No further information could be obtained. Additional information was received that the ipg was replaced for a magnetic resonance imaging (MRI) compatible device. The initial plan for the lead was to remove it as the patient did not like its position. The physician realized that it was too difficult and opted to plug all lead tails in the ipg then finished the case. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement and spinal cord stimulation (scs) lead revision procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7071177.